Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after experiencing dizziness and syncope. The device was interrogated and no vt/vf was observed. The pacemaker-mediated tachycardia response was operating appropriately and no episodes from the day the patient experienced syncope were noted. It was suspected the syncope could be blood pressure related. No programming changes were made and the patient condition is stable.